Manufacturer narrative:
Concomitant medical products: product ID: neu_stimloc_acc, serial# unknown, product type: accessory. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3389s-28, lot# v532558, implanted: (B)(6) 2013, product type: lead. (B)(4). Analysis of the stimloc found no anomaly.

Event description:
It was reported that there was a lead migration which resulted in a loss of therapy. It was noted that this was device and therapy related. The device was used within the patient. There was no patient death, there was patient injury and the patient recovered without sequelae. The stimloc was replaced on (B)(6) 2014. It was noted that the lead had migrated 5 millimeters